Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 36 trial head came apart in 2 pieces during the procedure at what looks like a junction or joint on the device on the top third of the trial. The surgeon was undertaking a trial reduction at the time and was not using excessive force. Both pieces were retrieved from the patient. The case was completed using a trial from another set.

Manufacturer narrative:
An event regarding a trial breaking during surgery involving a partnership trial head was reported. The event was confirmed. Device evaluation and results: a material analysis has been performed. The report concluded: "the device fractured in overload, with the fracture propagating radially outward from the inner diameter of the v40 trial. No material or manufacturing defects were observed on the surfaces examined." The investigation as per the material analysis report concluded that the trial fractured in overload. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The customer reported that the 36 trial head came apart in 2 pieces during the procedure at what looks like a junction or joint on the device on the top third of the trial. The surgeon was undertaking a trial reduction at the time and was not using excessive force. Both pieces were retrieved from the patient. The case was completed using a trial from another set.